Manufacturer narrative:
The surgeon indicated that during the procedure it was evident the patient had unusually dense sclerotic bone in the area of implantation. Review of pre-op imaging confirmed this. The area of high-density bone may have resulted in higher than normal impaction forces being applied to the instruments during the implantation of the tibial anchor. The higher forces may have caused the tip of the tibial anchor guide screw to detach. The tibial anchor guide was returned and evaluated. There was no visible defects or flaws in the instrument.

Event description:
It was reported that during a procedure, the tip of a tibial anchor guide screw broke off while impacting the tibial anchor implant into the tibia. The tibial anchor implantation was completed successfully. The surgeon left the tip of the screw in the tibial tray implant, as it was fully contained inside the mating threaded area of the tibial tray component. No significant delay in procedure and no adverse consequences from the event were reported.